Event description:
No additional event information was reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: date of report , concomitant medical products , PMA/510k, if follow-up, what type , device evaluated by MFR , device manufacture date. The following section was corrected: initial reporter name and address, date rec¿d by MFR. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(6) as documented in the repair reports in livelink. On april 12, 2019, it was reported that the device had missing pins. The customer returned an air dermatome device, serial number (B)(6), for evaluation. Product review of the air dermatome on april 26, 2019 revealed that there was a pin missing from the swivel. The calibration was out of specifications at the zero setting only. The motor speed could not be tested due the missing swivel pin. The control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on april 26, 2019 which included replacement of the reciprocating arm, needle bearing, spring seal, o-rings, poppet housing, poppet, screws, throttle hinge gasket, throttle hinge, swivel, motor, bearings, washer, semi-circle shaft bearings, and vespel bearings. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 4/13/2019. While the returned product investigation confirmed that the air dermatome was missing the swivel pin, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the reciprocating arm, needle bearing, spring seal, o-rings, poppet housing, poppet, screws, throttle hinge gasket, throttle hinge, swivel, motor, bearings, washer, semi-circle shaft bearings, and vespel bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device had missing pins. There was no patient involvement. No additional information is available. No adverse events were reported as a result of this malfunction.